Event description:
It was reported that a small volume intermate leaked. This was observed after filling with 1420mg meropenem in sodium chloride. This was noted prior to patient use; however, the solution was still administered to the patient. The reporter estimated that 10ml of solution had leaked from the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The age of the patient is unknown; however, this is a pediatric patient. The device was manufactured august 10, 2013 - august 12, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed overnight, and there were no signs of leakage from the device. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.